Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. No insulin pump alarm noted during testing. The insulin pump passed self-test, basic occlusion, prime test, displacement test and operating currents measurement were normal. Unable to verify for motor position encoder error alarm due to overwritten pump history. Unable to perform occlusion, unexpected restart test and excessive no delivery alarm due to motor error alarm during bolus delivery. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a test failure alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that he received an e70 alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Customer wanted to bypass the troubleshooting for the test failure alarm.